Event description:
It was reported that during a da vinci-assisted total gastrectomy surgical procedure, the conductor wire of the maryland bipolar forceps (mbf) instrument was damaged, and the tips were misaligned. The customer used a new mcs instrument to continue with the procedure. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer to confirm that the instrument was inspected prior to use. There was no unusual damage. There was no instrument collision and no procedure delay. No image or video recording was available.

Manufacturer narrative:
Based on the claim against the product by the customer noting damaged conductor wire and misaligned tip of the maryland bipolar forceps (mbf), an investigation is in progress to determine the cause of this reported event. Isi has received the mbf instrument; however, failure analysis has not completed their investigation. Therefore, the root cause of the customer reported failure mode could not be determined. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps (mbf) instrument was analyzed and found to have damage near the end that attached to the yaw pulley. The wires were not exposed. The instrument passed the electrical continuity test. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with a full range of motion in all directions. The grips opened and closed properly. The instrument released energy normally. No arcing was observed. The grip offset was (B)(4). The complaint regarding the damaged conductor wire was confirmed by failure analysis, which indicates that the device did contribute to the customer-reported issue.

Event description:
Refer to h10/h11 for follow-up information.